Event description:
Litigation alleges pain, locking of the hip, difficulty ambulating and metallosis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed.

Event description:
Litigation alleges pain, locking of the hip, difficulty ambulating and metallosis.update - der rcvd - added dor, attached der, added cup loosening, surgeon and sales rep details and added 510k numbers.